Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A review of all batch record documents for potentially associated lot number gd895235 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized three days after the onset of peritonitis. The patient was treated with fortaz (dose, route and frequency unknown). The cause of the peritonitis was unknown. The patient was discharged from the hospital two days later and recovered from peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.